Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/12/2021 h.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on both samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the patient's report confirmed that the drug did not come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 4 pen ndl 32g 4mm pro 14 needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the patient's report confirmed that the drug did not come out.